Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that prior to a procedure, the system turned off and would not turn back on. There was no patient involvement. The procedure was canceled.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The host module was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 29, 2014. Based on qa assessment, the product met specifications at the time of release. A host module was received. A visual assessment of the returned host module did not reveal any non-conformity. The returned host module was installed onto a calibrated system. The system was turned on and allowed to boot. The system could not boot. The returned host module was trouble shot. Trouble-shooting traced down to the two components which were electrically shorted to ground on the central processing unit (cpu) mother board. The root cause of the reported events can be attributed to non-conforming cpu mother board, which had the electrical shorts from the components to ground. The manufacturer internal reference number is: (B)(4).